Event description:
It was reported that the emboshield nav6 was deployed above the moderate to heavily tortuous and moderately calcified target lesion. The 6-8x30 rx acculink was deployed at the bifurcation of the left internal and common carotid artery, then the stent was postdilated and appeared to be fully apposed to the vessel wall. The emboshield nav6 retrieval catheter was advanced, but unable to cross the implanted rx acculink stent. After approximately one hour of trying to advance the retrieval catheter (rc), the rc was removed and a second physician inserted the accunet rc, but was also unable to pass the implanted stent. The patient then had stroke symptoms with inability to speak and problems with left sided movement. The patient was taken to surgery to remove the filter and explant the stent. Surgery went well. Later in the day, the patient was noted to be doing well and was speaking. The patient's movement was regained. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of stroke is a known observed and potential patient effect as listed in the rx accunet instructions for use. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The two other devices referenced are being filed under separate medwatch MFR numbers. Estimated patient age and weight.